Event description:
It was reported, in 2007, 09:00 am fractured polyethylene cup liner. Right total hip revision. Approximately 3 months ago the patient fell backwards while stepping off a curb and landed on her right hip. Patient was diagnosed with a displacement of her right hip and has had constant pain since the fall."